Event description:
The reload to be used in laparoscopic stapler malfunctioned. Scrub tech was unable to attach reload to laparoscopic handle because the ends would not line up correctly. After a few unsuccessful attempts, a new reload was opened on the sterile field and the case proceeded uneventfully.